Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 107 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump had intermittent response due to flattened dome switch. The insulin pump also had minor scratches on the lcd window and cracked reservoir tube lip.